Event description:
The following has been reported: screen led bleeding - physical damage. A preliminary review of the logs could not be performed. The device was returned for evaluation. Upon evaluation, the display had shadows consistent with the presence of fluid or fluid damage. An internal investigation was performed and it was found the front and rear housings had internal contamination from ingress. The lcd was removed and it was found the rtv seal on the screen was poor, allowing ingress. This pump will be scrapped due to the high risk posed by attempting to repair. Reporting as a conservative measure for the lcd rtv fluid ingress. No adverse effects were reported.